Event description:
Patient suffered a reaction to floseal that was given to her during surgery for an ectopic pregnancy in 2009. Patient experienced pelvic pain. A diagnostic laparoscopy showed a pelvic mass, which when biopsied showed a foreign tissue mass with granulomas. Did not have any lot numbers to report. Ob/gyn would like to send her to an allergist for follow-up.additional information received on 11-jan-2010:surgery performed: 2009patient had pelvic pain post procedure. Ultrasound performed and found mass. Went back in and biopsied granulomas tissue in biopsy. Report indicates foreign body giant cell reaction (the following month). Patient had a small amount of bleeding in fallopian tube - floseal applied - nothing else noted. Procedure for laparoscopic removal of tubal ectopic pregnancy.

Manufacturer narrative:
(B) (4)

Event description:
Upon follow-up with the user facility, it was determined that this complaint ((B) (4)/mrn#:2954761-2010-00002) is a duplicate of (B) (4)mrn#:2954761-2009-00045 and is therefore being closed. All information from this complaint has been transferred to (B) (4)mrn#:2954761-2009-00045.

Manufacturer narrative:
In case of incorrect application of floseal (slow extrusion and/or slow approximation) and/or the omission of removing excess product, may potentially cause or contribute, along with predisposing surgical and disease triggered factors, to a local inflammatory reaction with granuloma formation and foreign body reaction.since the application technique details are missing, a final evaluation of the causality is not possible.until further information is available one cannot exclude that floseal has caused or contributed to the reported adverse event.in case of an application user error, the operating surgeon will require retraining.a follow-up report will be submitted upon receipt and evaluation of additional information.